Event description:
The patient experienced a loss of therapeutic effect. He was falling a lot more due to the change in therapy and his leg was hurting as well. The patient was in a nursing home; he had an appointment (B) (6), 2010 with his hcp to be evaluated. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).